Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with injection vancomycin (500 mg, frequency and route not reported) and injection reflin (500 mg, frequency and route not reported) for peritonitis. The outcome of the peritonitis event was unknown. Seven days after hospitalization, the patient passed away. The cause of death was reported to be sudden cardiac arrest. It was unknown if dianeal therapies were ongoing until the time of death. It was not reported if an autopsy was not performed. No additional information is available. This is report 3 of 3.